Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had to do an x ray because they had a lot of pain in their leg that went down through to their feet. Patient said that right now their interstim was off since yesterday. Patient said that they feel the pain the most when they lay down at night. Patient said that the pain was so bad that they cry and sometimes their leg got big. Patient said that their previous implant ) was in their left side, but when they got their new implant it was placed on their right side. Patient was asking if they could try different programs to see if any of the programs would resolve their issue. Agent reviewed information about the device and therapy. Patient said they had already tried programs 1-3 and ultimately each of those programs did not resolve their issue. Patient said they would try all 7 programs and then follow up with their physician. Patient said they might have to have surgery to resolve the issue. When asked if patient knew why they were having the issues, patient denied any falls or trauma and said they don't know the reason for the issue. Patient said x ray said the implant was tilted. Patient read the results of the x-ray to patient services, patient read "bone, joint and soft tissue, the soft tissue said the stimulator device is pressing lead over the left hemi sacrum, arterial calcification in the iliac, system bilaterally, impression 1 no rapid anomally of the pelvic, stimulator device with lead tip projecting over the middle left sacrum" (note patient had an accent and wasn't sure how to pronounce some of the words, agent recorded what they heard). Patient was directed to the health care provider.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.